Event description:
Additional information was received that even though the device was interrogated and diagnostics were performed prior to surgery and everything was within normal limits, the patient's report of burning pain lead the doctor to believe there may have been a micro fracture that was causing this patient's pain, and therefore the lead was replaced. The report of migration and pain is reported in MFR report #1644487-2018-00283. The patient¿s lead was received by the manufacturer and underwent product analysis. Resistance measurements of the lead were performed indicating now impedance issues with the returned portion of the lead. No discontinuities were identified within the returned lead portions. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portions. No other relevant information has been received to date.